Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 1551135: 10 items manufactured and released on (B)(4) 2015. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot.

Event description:
When the surgeon was using the impaction plate, the center screw broke off. The screw fell into the cup. The surgeon recovered the screw. The surgery was delayed approximately 5 minutes. The surgeon used a secondary instrument to complete the surgery. The surgery was completed successfully.